Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient¿s implantable cardioverter defibrillator (ICD) was implanted on the right side due to complication from previous extraction. The patient reported of feeling uncomfortable with the device position because the patient is a paramedic and was carrying an equipment over the right shoulder. Also, high defibrillation threshold (dft) test was noted at time of implant. Additional information obtained from the field which indicated that there was no complication from previous extraction. High defibrillation threshold (dft) test was related to being on the right side. The device was moved to the right sub-mammary area and defibrillation threshold (dft) test was within safety margin. The device remains in service. No additional adverse patient effects were reported.